Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection revealed that the needle tip was broken, and the white flag was not received along with the device. A manufacturing record evaluation was performed for the finished device lot number: 66468, and no non conformances were identified. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the needle broken tip can be attributed to repeatedly passing the needle through excess tissue causes the needle to fatigue and break; the gun possibly has seen heavy use and repeated cleaning/ sterilization cycles this can lead to a stuck condition and damage the needle. As per IFU: to load the expressew ii or expressew iii suture needle into the flexible suture passer, insert the sharp end of the needle into the rear of the instrument (near handle) with the flag up. With the jaw closed, actuate the needle deployment lever once to confirm that the needle deploys and retracts. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in the netherlands that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the tip on the expressew iii needle device broke off. According to the report, it took 45 minutes to find tip and was removed. It was unknown if and how the procedure was completed. There were no adverse patient consequences reported. No additional information was provided.